Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cable was bent and unable to charge the pump. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer was able to successfully charge the pump using an alternate usb cable.